Event description:
It has been reported to co that while attempting removal of this sheath at the conclusion of the procedure, the distal 5cm's of the sheath broke off and remained lodged within the pt. The pt was scheduled for surgical removal of the device fragment at the time of this report, and is in stable condition. The device has been retained by the user facility.